Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the luer lock. Reportedly, the cartridge in use was an expired lot number and was in use for 4 days. The user's blood glucose (bg) level was 402 mg/dl. The user changed the cartridge and delivered a bolus via the pump to address bg level.